Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2023 the patient underwent a system explant (rns neurostimulator and two depth leads) as a result of incision site erosion and wound infection. Treatment included a two week course of IV ceftriaxone. Diagnosed as a deep incisional infection and erosion.